Manufacturer narrative:
The product was evaluated and repaired by an independent repair center. A follow-up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the power switch has a short circuit. Additional details state on start up the unit would not alarm.